Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, underweight, broken shell, part of the shell is missing, crease fold. A microscopic analysis was performed which identify a striated edge opening based on the device analysis the final assessment is: a striated edge broken on posterior assessed as surgical damage. Missing shell assessed as inconclusive.